Event description:
It was reported on (B)(6) 2011, that the patient experienced symptoms of withdrawal. It was suggested that the catheter was disconnected from the pump, but the patient's healthcare provider (hcp) stated that the catheter was connected. An emergency procedure card and intrathecal baclofen (itb) literature was sent by the manufacturer to the patient. It was later reported that the patient had both a catheter and pump issue in the last year. The patient's pump was, subsequently, removed and replaced. A new catheter was also, later, implanted. The patient's pump delivered lioresal. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Corrected the initial reporter.

Event description:
Additional information reported that the patient had a dye study performed on 2011-(B)(6) the patient had surgery on 2011-(b)(6, for a catheter replacement. The patient was, then, admitted to a rehabilitation facility for seven weeks. The patient returned to (B)(6) while at the facility. The patient, then, experienced withdrawal symptoms. The patient had a pump replacement performed on 2011-(B)(6). The catheter was found to be occluded, and was replaced and moved on 2011-(B)(6). The patient's current physician began seeing the patient in (B)(6) 2011. The patient's pump was replaced on 2011-(B)(6). Right after surgery, the patient's pump contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 640.3 mcg/day. The patient was seen in the clinic twice a week to be checked. On 2011-(B)(6), the lioresal dosage was increased to 700.4 mcg/day (at the same concentration). On 2011-(B)(6), the lioresal dosage was increased to 805 mcg/day (at the same concentration). On 2011-(B)(6), it was suggested that the patient was receiving too much medication, as the patient was lethargic and had slowed movements. The lioresal dosage was decreased to 790 mcg/day (at the same concentration). The patient was seen on 2011-(B)(6), and the lioresal dosage was increased to 810 mcg/day (at the same concentration). The patient seemed "smiley" and alert, at that time, with good muscle tone and able to hold things "well." Hours after leaving the clinic, the patient began to experience hallucinations and have "outbursts." The patient was seen in the emergency room (ER) and, then, admitted to the hospital. On 2011-(B)(6), a possible pump malfunction was suggested. A dye study was performed. It was possible to aspirate the pump and there was a good flow of dye. The pump was removed. The patient was discharged from the hospital on 2011-(B)(6). No information was provided related to the patient's outcome.

Event description:
Prior to the catheter revision surgery on (B)(6) 2011, the patient experienced altered mental status, psychotic symptoms and symptomatic baclofen withdrawal. A dye study showed the catheter was occluded. The doctor was unable to aspirate csf thru the catheter. The entire pre-existing catheter was unable to be removed due to scar tissue. A new catheter was implanted at a higher level and attached to the existing pump. The patient's head was lagging prior to dose decrease on (B)(6) 2011. Prior to the pump dose increase on (B)(6) 2011, the patient seemed irritated with her mom and intermittently talked to herself. Following the dose increase, the patient had psychosis and behavioral outburst. The catheter appeared to be in proper position and demonstrated without evidence of hardware breakdown.

Manufacturer narrative:
Catheter model 8709sc lot# n106020007 implanted: (B)(6) 2007 explanted: (B)(6) 2011.